Manufacturer narrative:
The investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced a lumbar infection. No further information was available at this time.

Event description:
Follow up information received identified the patient was treated with intravenous antibiotics, infection appeared to clear and the patient was discharged. However the infection symptoms returned within 48hrs. The patient continued to be treated with intravenous antibiotics which appeared to treat the infection. The patient was not explanted as they originally planned. The patient was discharged home with no further intervention.